Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system eroded. The ipg and right ventricular (rv) lead were removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system eroded. It was noted the right atrial (ra) lead had been previously removed and was implanted threes months post expiry date. It was also noted the patient had a potential infection. The ipg and right ventricular (rv) lead were removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was not implanted post-expiry date, but the right ventricular (rv) lead was implanted three months post-expiry date.